Event description:
It was reported that modular cable required an exchange. A new modular cable could not be connected patient¿s driveline. No bent pins were noted. Ventricular assist device (vad) coordinator tried three separate times to connect. In between each attempt, they went back to the old cable. Patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of difficulty connecting a new modular cable to the pump cable at the inline connector driveline could not be confirmed through this evaluation. Heartmate 3 modular cable (lot number: 10033675) was returned in new-like condition. Visual inspection of the inline connector pins was unremarkable. Visual inspection of the inline connector and controller connector pins was unremarkable. Visual/microscopic inspection of the modular cable inline connector revealed evidence of mechanical damage: a chipped half-moon alignment feature with scrape marks adjacent to its internal edge and two minor gouges on the surface of the locking nut that interfaces with the external pump inline connector housing. The damage appears consistent with misalignment of the modular cable/pump cable inline connectors while attempting to force the connection together. The inline connector of the modular cable was connected to a test pump cable inline connector. The connection was made without issue. The connection was made a second time with a different test pump cable inline connector, again without issue. The modular cable passed electrical testing without issue. Device history record was reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) contains the following information: section 2, "system operations," contains a sub-section entitled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the replacement modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ no further information was provided. The manufacturer is closing the file on this event.